Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the customer report could not be duplicated under stress testing utilizing a test battery. The device was able to charge to the selected energy multiple times without incident. A single charging event could suggest that the battery was a factor. The battery used at the time of the reported event was not received with the device for evaluation at zoll. The device passed all testing successfully. The device was recertified for clinical use and returned to the customer. No emerging trend based on similar reports.